Event description:
The patient stated that they had been using program f for six to eight weeks. It was noted that it did not cover the back problems. It was noted that when the patient was using program f, it would ¿go for several hours and then stop.¿ the patient was having a hard time to ¿get the machine to cooperate¿ and had been using it for a month and a half. The patient noted that they were ¿hesitant to stop using it and getting off all the pain medication.¿ it was noted that when they ¿finally did¿ they could not get anything to work besides on and off. The patient stated they went back to their post-operative appointment three weeks prior to report. At that meeting, the patient met with representatives and went into ¿great detail.¿ the patient noted that they had met with a total of five manufacturing representatives. The patient stated that the representative mentioned ¿intensity of machine¿ when the patient tried to recline and the patient ¿noticed that.¿ it was noted that the patient could not seem to rest in bed and ¿the new one that can adjust on its own.¿ the patient noted that the healthcare professional (hcp) did not suggest anything because the patient did not have any issues at that time and had not used it enough to ¿what the problems were.¿ the patient noted that they recharger had been on and wanted to know if it was ¿charging [the patient].¿ it was noted that the patient had charged for three to four hours and ¿it did not increase at all.¿ the patient did not have coupling boxes. The patient used antenna locate and was able to get boxes. The patient stated that they did not get this training and needed this in the beginning. The patient was in a standing position and lost the signal when they sat down. The patient noted that they had been ¿extremely ill¿ for the last two weeks prior to report and had been in the hospital with ¿something else¿ unrelated to the device. The patient stated it was ¿flu-like symptoms¿ and had been ¿dragging on¿ for the past two weeks prior to report. The patient noted that they were ¿so nauseous, diarrhea and could not eat¿ and the reason they could not drive and meet with a manufacturing representative. It was further reported that the stimulation was ¿stopping on its own.¿ it was noted that the patient was confusing coupling bars with implantable neurostimulator (ins) charge level. Basic functionality of the device was reviewed. The patient was redirected to the healthcare professional (hcp). Additional information received reported that there was no stimulation sensation. The patient noted that stimulation stopped two days prior to report. The patient was charging two days prior to report acquired up to six bars and ¿all [the patient] did was breath and the bars went away.¿ the patient could not get the stim to turn on and could not get the charging bars to appear. It was noted that the charging belt fit ¿snuggly.¿ the patient put the charger on, observed no bars but the battery was charging at was at ¼ charge level. The patient attempted to reposition the antenna and stood up while charging. Then, the patient sat down and observed four bars. The patient stated they were not feeling stimulation and did not want to have to take oral medication. The patient noted that they were in pain and could not get the stimulator on. The patient used the programmer and was seeing the charge ins warning screen. The patient was redirected to the hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).